Manufacturer narrative:
Device had unresponsive blank screen due to moisture damage on the electronic assembly. The motor and harness assembly vibrator also had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. The blood glucose was 250 mg/dl. It was reported that the display was not blank less than 30 seconds and return. Customer states display is not blank currently. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. It was reported display did not returned after the insulin pump restart. The device will be returned for the analysis.